Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific llc. The customer reported false positive test result for covid on clinitest covid19 self test when compared with result from an unknown test at doctor's office. The customer had contracted covid-19 2 weeks ago which was confirmed at doctors office. There was no reported injury due to this event.

Manufacturer narrative:
More information requested from the customer to perform further investigation. Customer took an unknown test at doctor's office 2 weeks ago, result of which came out positive. Recently on (B)(6) 2023 during visit to doctor's office, test performed produced negative result. Customer retested with siemens clinitest covid-19 self test on (B)(6) 2023 result of which came out positive. The cause of this event is unknown.

Manufacturer narrative:
The manufacturer healgen has completed the investigation. After reviewing the relevant manufacturing documentation associated with lot number 2203469eua, no irregularities or deviations were observed. Tests retained from lot number 2203469eua were tested. All devices performed as expected when tested per the standard procedure. Based on investigations, manufacturer was unable to replicate the customer's complaint. The cause of this event is unknown.